Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's pulse generator exhibited several noise reversion episodes. The source of the noise has not been identified. Programming changes were discussed. No intervention was performed.